Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judsf285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sitescrub "foam finger" broke off and dislodged in the dialysis catheter. Catheter was removed and a new device was placed. No patient harm reported.